Event description:
The patient underwent explant surgery. The explanted devices were discarded per hospital policy, so were not be returned.

Event description:
Surgery is planned but has not occurred to date.

Event description:
It was reported that a patient has been seizure free with medication changes and patients wants vns removed because it caused muscle twitching when device would turn on and it causes problems because it interferes with him having to wear a vest at work. No additional or relevant information has been received to date.